Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse called for assistance with filling the device. After the device was filled, it was programmed to cool to 33c and rewarm at 0.25c/hour; however, the flow rate was noted at 1.4 l/min. It was stated that large pads were used and the patient's temperature was 35.9c. The pads were disconnected and reconnected but the flow rate remained sub-optimal at 0.9 l/min. The pads were disconnected again one at a time and the flow rate remained between 0.5 to 0.7 l/min. The pads were disconnected and the device was powered off then back on in diagnostic mode. The flow rate was 1533ml/min and inlet pressure was -6.9 psi. The right thigh pad was connected and the flow rate was 1815 ml/min with an inlet pressure of -7psi. The left thigh pad was then connected and the flow rate was 2000 ml/min with an inlet pressure of -7psi. The right chest pad was connected and the flow rate was 2200 ml/min with the inlet pressure at -7.3psi. It was then noted by the nurse that the tubing was kinked. The left chest pad was then connected and the flow rate was 2200 ml/min with the inlet pressure at -7.3. The device was again powered down and then back on with the target temperature programmed to 33c and rewarm was set at a rate of 0.25c/hr. The flow rate settled at 0.7 l/min after several minutes. It was suggested the device be changed and if continued to receive a low flow rate, to change the pads. The nurse called back a few minutes later and stated that a different device with s/n (B)(4) was in use with the same pads. The device was displaying alert 01 (patient line open) and alert 02 (low flow). The system diagnosis stated that the system hours were 3002, pump hours were 2800, and the inlet pressure was -0.3 psi. Pads were then disconnected and reconnected holding only the blue tubing and the alerts continued. The nurse was advised to change the pads. Per follow up, therapy continued on the second set of pads with no further issues.

Manufacturer narrative:
The event reported "it was reported that the nurse called for assistance with filling the device. After the device was filled, it was programmed to cool to 33c and rewarm at 0.25c/hr, however, the flow rate was noted at 1.4 l/min. It was stated that large pads were used and the patient's temperature was 35.9c. The pads were disconnected and reconnected but the flow rate remained sub-optimal at 0.9 l/min. The pads were disconnected again one at a time and the flow rate remained between 0.5 to 0.7 l/min. The pads were disconnected and the device was powered off then back on in diagnostic mode. The flow rate was 1533ml/min and inlet pressure was -6.9 psi. The right thigh pad was connected and the flow rate was 1815 ml/min with an inlet pressure of -7psi. The left thigh pad was then connected and the flow rate was 2000 ml/min with an inlet pressure of -7psi. The right chest pad was connected and the flow rate was 2200 ml/min with the inlet pressure at -7.3psi. It was then noted by the nurse that the tubing was kinked. The left chest pad was then connected and the flow rate was 2200 ml/min with the inlet pressure at -7.3. The device was again powered down and then back on with the target temperature programmed to 33c and rewarm was set at a rate of 0.25c/hr. The flow rate settled at 0.7 l/min after several minutes. It was suggested the device be changed and if continued to receive a low flow rate to change pads. The nurse called back a few minutes later and stated that a different device with s/n dyyjy024 was in use with the same pads. The device was displaying alert 01 (patient line open) and alert 02 (low flow). The system diagnosis stated the system hours were 3002, pump hours were 2800, and the inlet pressure was -0.3 psi. Pads were then disconnected then reconnected holding only the blue tubing and the alerts continued. The nurse was advised to change the pads. Per follow up, therapy continued on the second set of pads with no further issues" was unconfirmed. The pads were inspected and found to have the trim pattern correctly performed. The plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector. The foams were found free of damages, tears or perforations, the seal between manifold connector and pad was found completed sealed. The connectors were found free of damages, the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pad returned. According the flow rate test method the pads were found to be acceptable on all the returned pads. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿

Event description:
It was reported that the nurse called for assistance with filling the device. After the device was filled, it was programmed to cool to 33c and rewarm at 0.25c/hour; however, the flow rate was noted at 1.4 l/min. It was stated that large pads were used and the patient's temperature was 35.9c. The pads were disconnected and reconnected, however the flow rate remained sub-optimal at 0.9 l/min. The pads were disconnected again one at a time and the flow rate remained between 0.5 to 0.7 l/min. The pads were disconnected and the device was powered off then back on in diagnostic mode. The flow rate was 1533 ml/min and inlet pressure was -6.9 psi. The right thigh pad was connected and the flow rate was 1815 ml/min with an inlet pressure of -7psi. The left thigh pad was then connected and the flow rate was 2000 ml/min with an inlet pressure of -7psi. The right chest pad was connected and the flow rate was 2200 ml/min with the inlet pressure at -7.3psi. It was then noted by the nurse that the tubing was kinked. The left chest pad was then connected and the flow rate was 2200 ml/min with the inlet pressure at -7.3. The device was again powered down and then back on with the target temperature programmed to 33c and rewarm was set at a rate of 0.25c/hr. The flow rate settled at 0.7 l/min after several minutes. It was suggested the device be changed and if continued to receive a low flow rate, to change the pads. The nurse called back a few minutes later and stated that a different device with s/n (B)(4) was in use with the same pads. The device was displaying alert 01 (patient line open) and alert 02 (low flow). The system diagnosis stated that the system hours were 3002, pump hours were 2800, and the inlet pressure was -0.3 psi. Pads were then disconnected and reconnected holding only the blue tubing and the alerts continued. The nurse was advised to change the pads. Per follow up, therapy continued on the second set of pads with no further issues.